Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation included inspection and optimization of the 5 vdc power supply, however no definitive cause could be determined. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the fluoroscopic image was intermittently blank. This issue will effectively eliminate the ability to view a real time image. No patient death or serious injury was reported related to this event.